Event description:
Customer reported via phone, the buttons on the insulin pump was not functioning correctly. Customer was attempting to deliver a bolus and when she attempts to input the carbohydrates the numbers continue to ramp up. Customer's blood glucose was 181 mg/dl. Per customer the device might have been exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.